Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 information was received form a healthcare professional, regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that scan was being done at the area of device implant for pain. Caller did not know if pain was related to device/therapy. The event date was asked but unknown. No further complications were reported/anticipated. (B)(6) 2018 additional information was received from the hcp. Caller confirmed patient put ins in MRI mode and it shows full body eligible. No further complications were reported/anticipated. (B)(6)2019 additional information was received from the patient. It was reported that the cause pf pain at device area was that the device has migrated out of pocket that was in butt muscle. Now device feels like it is just under skin and hurts to wear pants. The device needs to be moved but patient was told that it could be replaced with an updated system within 18 months or so from the surgery date of (B)(6) 2017. Patient called the hcp office and have a consult put in. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that cause was due to sitting in a massage chair at the state fair. Patient stated she told the lady she just had surgery and to do shoulders but the lady pushed the wrong button. Patient stated she met with the rep and hcp on february 5th and it was confirmed that it had moved however no enough to perform surgery as it still functions the way it should. Patient reported she first noticed this in september 2017.

Manufacturer narrative:
Based on additional review of the file, the correct aware date should be 2019-jan-15 and not 2018-dec-19 as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Weight was updated to reflect most accurate information. Date of event has been updated to reflect most accurate information. If information is provided in the future, a supplemental report will be issued.